Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-l catheter and box clamp for analysis. Signs of use in the form of biological material was observed on the catheter body. The box clamp was returned attached to the catheter body. Visual analysis of the catheter, clamp fastener, and clamp catheter did not reveal any defects or anomalies. There is no evidence to suggest that the catheter suture wings (on juncture hub) were ever secured with sutures. The outer diameter of the returned catheter body measured to be 0.09735", which is within specifications of 0.094" - 0.098" per product drawing. The inner diameter of the clamp fastener measured 4.5212mm , which is within the specification limits of 4.32mm - 4.57mm per the clamp fastener product drawing. The catheter clamp and fastener were attached to the returned catheter body. The box clamp assembly was held stationary, and the catheter was pulled in both directions. Little to no movement was identified. The suture wings of the juncture hubs were then held stationary, and the catheter was pulled in both directions. No movement was identified. Performed per IFU statement, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit , informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." The customer report of a catheter migration could not be confirmed by complaint investigation of the returned sample. Little to no movement of the catheter was observed when secured by only the box clamp. The catheter also passed testing when secured by the juncture hub suture wings. The primary suture location for this catheter is the juncture hub using the triangular wings. It could not be determined if the box clamp was used as the primary or secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the line was sutured in. But the clip let the line slip thru, causing to partially dislodge." It was reported the catheter came out in 1 piece. No medical intervention was required. Patient tolerated the removal of the catheter well as he was intubated at the time and sedated. Nurses had to use peripheral ivs until another procedure was performed. The patient had to have a PICC line placed after the central line removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the line was sutured in. But the clip let the line slip thru, causing to partially dislodge." It was reported the catheter came out in 1 piece. No medical intervention was required. Patient tolerated the removal of the catheter well as he was intubated at the time and sedated. Nurses had to use peripheral ivs until another procedure was performed. The patient had to have a PICC line placed after the central line removal.